Event description:
The customer called for help with her elite meter. While troubleshooting, she performed control tests and received a result of 200 mg/dl. The normal control range was 78-113 mg/dl. No adverse events were alleged. The test stirps are to be returned for eval. Replacement test stirps were sent to the customer.

Manufacturer narrative:
The test strips info provided by the customer was not valid, so the meter info was provided instead.